Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted prophylactically following the advisory and replaced. There was no eri alert or allegation of premature battery depletion. No further information was provided.